Event description:
Patient called alleging that the meter does not power on. Patinet was experiencing symptoms at the time of testing, which consisted of having dry mouth, feeling lightheaded,feeling funny and sweating at night.patient contacted a medical professional for advice. Patient did not receive any treatment. Reading was taken in another meter and patient obtained a 240mg/dl. Batteries have been replaced than a year and are in good condition. Issue was not resolved and meter was replaced.